Event description:
It was reported that the patient presented to the emergency room for pectoral muscle stimulations. An interrogation of the device showed that elevated capture and pacing impedance exhibited by the right ventricular lead. The elevated measurements resulted in polarity switch. Programming interventions were made. The patient was stable.